Event description:
It was reported that the scalpel cautery instrument began to smoke during a radical prostatectomy. The instrument was removed and replaced with another to continue the case to completion. No pt injury was reported. It was reported that there was no adverse outcome or injury.